Manufacturer narrative:
This product has been returned for eval and testing, however, the failure analysis report is not complete. Additional info will be sent within 30 days upon receipt.

Event description:
Report received indicated this infiniti catheter's luer hub is not compatible with other luer hubs. Further info revealed the product appeared to be normal during inspection. The package was intact. The device was prepped according to the instructions for use. There was no difficulty connecting a syringe to the luer hub. Another cordis catheter was used for the procedure. There were no adverse effects to the pt.